Manufacturer narrative:
Product eval: the reported complaint could not be verified. Lens bench testing met spec. Solution is dried on the lens. Optic damage was observed. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for this complaint could not be determined by the investigation. The optical resolution is acceptable; lens meets spec for focal length and cylinder readings. Lens damage was observed. Due to the presence of surgical solution, the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 03/03/2011 and 03/17/2011 by phone, fax, and mail. Add'l info was received by phone on 02/25/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was explanted due to the pt's astigmatism "did not change at all" and that the surgeon believes the lens is non-conforming. In a phone follow-up, surgical coordinator reported that they have reviewed their calculations and verified their measurements, and could not identify a specific calculation or biometry error. The lens was exchanged for the same model and power lens; but does not know if the new lens has resolved the event. Add'l info has been requested.